Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. Multiple attempts were made to obtain additional information from the customer regarding the event as well as the pump¿s return status; however, no additional information was provided and the pump has not been returned to date. If heartmate 3 lvas, serial number (B)(6), is returned at a later date this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 lvas patient handbook, rev. D are currently available. This IFU lists multiple adverse events that may be associated with the use of the hm3 lvas in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2022.